Manufacturer narrative:
The eplex base analyzer serial number is (B)(6). The investigation did not identify a specific cause of the event. No analyzer malfunction was observed, and the eplex instrument was working within design specifications. Low virus titers can result in the detection of influenza a subtypes without the influenza a matrix. The detection of only the h1-2009 subtype without influenza a matrix could indicate the presence of a novel or emerging strain not fully targeted by the assay. The issue was consistent with a lower-than-intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed; however small amounts of reagent may not be visible. These issues could not be excluded by the investigation.

Event description:
There was an allegation of questionable results using the gm eplex resp pathogen 2 panel eua for 1 patient sample on an eplex system. It was reported that the influenza a h1-2009 subtype was detected, but the target for influenza a was not detected. The sample was repeated, and no targets were detected.